Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report (B)(4). Carefusion service technician was able to duplicate reported malfunction. Bench testing revealed seized turbine. The service technician tried to manually spin turbine, turbine would not spin. Turbine was replaced and unit passed all testing.

Event description:
The customer reported model lap top ventilator 1150 malfunctioned while transporting patient to hospital. When they arrived to the hospital the ventilator was no longer running or providing output flow. The emergency department took over and patient was placed on a different ventilator. The patient's oxygen saturation was still in the 90's although his father does not remember the exact number. The customer reported no patient harm was associated with event.